Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. When attempting to get drug information the patient became confused and gave bolus information and stated that they couldn't navigate the new printouts. The patient had .0150 mg/dose and a max of .6255 which appeared among the lockout information. The patient was not able to locate the correct drug information. The indication for pump use was post lumbar laminectomy syndrome and spinal pain. On (B)(6) 2019 it was reported by the patient that the pump had fallen/moved in her body. It happened around a year and a half ago. If she bent just right, it pinched skin between her hip bone and the pump. Per the patient, ¿it hurts like a bitch". The patient also stated that there was scar tissue around the pump itself. The patient¿s hcp (healthcare professional) was aware that the pump had fallen slightly. The patient mentioned being taken off oral drugs and wearing a "belly band" when she had the pump implanted. The patient stated that she was considering getting a spinal cord stimulation system when her pump was replaced and requested information regarding spinal cord stimulation systems. No further complications have been reported as a result of this event.